Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The battery compartment was cracked below the grip pad. Paint on the pump was worn and scratched. No other defect was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim with discolored contrast and the battery compartment was cracked. This report is made based on the results of investigation completed on 03/25/2015.